Event description:
Boston scientific crm received information that during a device replacement procedure, the header of this implantable cardioverter defibrillator (ICD) was noted as being separated from the can. The physician had to use forceps to remove the ICD. Subsequently, additional information was received that the seperation of the header occured during the explant procedure. Measurements were taken before explant, and all impedance, sensing, and threshold values were constant and within range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.